Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. If initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette alarm during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was confirmed during the investigation as the reported alarm occurred when a cassette was attached, and the pump was started. Root cause of the reported issue is unknown, but an inoperable downstream occlusion sensor was detected. Replaced the inoperable downstream occlusion sensor. A non conformance report (ncr) was created and is ongoing to address the incorrect/no cassette/disposable detected issue. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: catalog number: 21-2127-0104-01, d4: correction: model number: 2120, h4: correction: device manufacture date: 01/28/2020

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was confirmed during the investigation as the reported alarm occurred when a cassette was attached, and the pump was started. Root cause of the reported issue is unknown, but an inoperable downstream occlusion sensor was detected. Replaced the inoperable downstream occlusion sensor. A non conformance report (ncr) was created and is ongoing to address the incorrect/no cassette/disposable detected issue. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: catalog number: 21-2127-0104-01, d4: correction: model number: 2120, h4: correction: device manufacture date: 01/28/2020.